Event description:
It was reported that the user experienced high blood glucose while using the ilet with subcutaneous insulin via pen, and an agent recommended a supply change and began walking the user through a device reset, which was not completed due to the user leaving. Symptoms included hyperglycemia. Outcomes included additional troubleshooting and education, and assignment for additional training. Investigation included troubleshooting assistance and user education related to device setup and reset. Investigation of this case revealed that the cause of the hyperglycemia was unclear and that no device malfunction was confirmed. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.